Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm during fill 1 of the treatment. The patient called tech services and was advised to discontinue use of the cycler. The patient reported that after cancelling treatment, there were droplets of fluid coming from the bottom middle part of the cassette door and the cassette as well. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient's nurse verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.the cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. The system air leak test passed. The valve actuation test passed. A 3 hour acceleration stress test (ast) test was performed and passed with no issues. There were no fluid leaks in the test cassette. There were no fluid leaks in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly and within hp2. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (02/22/2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm during fill 1 of the treatment. The patient called tech services and was advised to discontinue use of the cycler. The patient reported that after cancelling treatment, there were droplets of fluid coming from the bottom middle part of the cassette door and the cassette as well. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient's nurse verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.